Manufacturer narrative:
Investigation: investigation summary: customer returned (1) 1cc, 12.7mm, 30g syringe in an open poly bag from lot # 4181802 as well as an empty vial of humalin insulin. Customer states that the needles are bending and breaking when she tries to draw insulin from the vial and the needle is bent before use. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Device history record review ¿ a review of the device history record was completed for batch # 4181802. All inspections and challenges were performed per the applicable operations qc specifications. Pils - there was one (1) batch of material# 8364879 (barrel 1.0ml shd 30ga 1/2in (B)(4)) which was consumed into final product batch# 4181802. Batch# 4174796, date(s) of manufacture: 12aug2014 to 16aug2014, machine(s) manufactured on: (B)(4), there were zero (0) defects or notifications noted for any related defects during the production of these batches. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer. Rationale: based on the investigation, no CAPA is required at this time.

Manufacturer narrative:
Investigation: on 18sep2017, (B)(4) received one (1) 1ml, 12.7mm, 30ga syringe in open polybag from batch# 4181802, as well as a used humulin vial. All samples were decontaminated (B)(4) prior to evaluation. Upon evaluation by (B)(4), only one additional finding was noted from the initial investigation performed at franklin lakes. The humulin vial which was received was noted to have the broken cannula still embedded within the stopper. The placement of the cannula in the stopper additionally suggests incorrect puncturing technique of the stopper by the user of the syringe. When puncturing the stopper, the center of the stopper, outlined by a raised ring in its molding, is the ideal location, as the rubber is thinnest at this location. Based on the puncture mark and visualization of the embedded cannula, the cannula was being forced through the thickest portion of the stopper, which it is not designed to do easily without additional force being exerted in this action. Probable root cause points to both re-use of the syringe by the customer, as outlined via photo and description from franklin lakes, as well as improper drawing technique by the customer from the humulin vial. The re-use combined with increased force required to seat the cannula through the stopper (as seen) would likely result in a broken cannula, as this sample exhibits.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle on a bd insulin syringe with the bd ultra-fine¿ needle 1ml 30gx1/2" is bending and breaking when inserted into the vial during use. No injury or medical intervention.